Event description:
It was reported that the left ventricular lead exhibited capture threshold and impedance issues. The lead was not used and replaced. The patient remained stable throughout the whole process.